Event description:
Rptr indicated that during surgery, device would not reinterrogate after entering pt initials and date due to data transmission error. A new device was implanted. Analysis of returned device revealed an intermittent failure condition due to an open winding in the receive coil.